Event description:
On (B)(6) 2011, the patient reported the up button of the infusion device does not always respond when pressed. Both the up and down buttons responded at the time of the report. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.